Event description:
It was reported that this patient has previous untreated episodes and one recent inappropriate shock due to oversensing of noisy signals with lower signal amplitudes. The patient was brought into the clinic for system evaluation and this was reproducible in alternate and secondary sensing vectors. Primary sensing vector had noisy signals but the signal amplitudes remained intact. Imaging was performed which indicated that the system placement was optimal. The physician elected to turn off system therapy as surgical intervention was not an option due to the patient's other comorbidities. No additional adverse events were reported.